Event description:
It was reported that the patient was scheduled for a generator replacement following a telephone check with a magnet rate of 65. Upon interrogation before the generator change, the device was programmed vvi 65, without receiving any notification of an electrical reset. The physician chose to replace the device as "he does not trust the device since there was no warning about the device having an electrical reset". The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed and analysis of the device revealed normal battery depletion.